Event description:
During the procedure, it was reported that the end of the guidewire was broke off in patient¿s head. Then the physician removed the broken guidewire from the patient with the snare. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire distal end was separated and compressed. In addition, the ptfe (polytetrafluoroethylene) coating was scraped. Information from the complaint indicated that the guidewire was confirmed to be in good condition after unpacking and preparation, the guidewire was prepared as per dfu, no force was used to overcome the resistance, continous flush was maintained, and the patient's anatomy was very tortuous. Based on the condition of the returned guidewire, the guidewire appeared to be separated due to excessive torque and manipulation during use. Therefore, a cause of operational context was assigned to the guidewire distal end broken/fractured. It was reported that a snare was used to remove the broken part of the guidewire. The guidewire deformed was likely caused by use of the snare. Although the torque device was not returned, the observed scraping on the ptfe is consistent with damage from an insecurely tightened torque device. Per the device dfu, "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling/scraping, the cause of the guidewire ptfe peeling was determined to be use error.

Event description:
During the procedure, it was reported that the end of the guidewire was broke off in patient¿s head. Then the physician removed the broken guidewire from the patient with the snare. No clinical consequences reported to the patient.

Manufacturer narrative:
Corrected to human factors issue from operational context caused or contributed to event. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire distal end was separated and compressed. In addition, the ptfe (polytetrafluoroethylene) coating was scraped. Information from the complaint indicated that the guidewire was confirmed to be in good condition after unpacking and preparation, the guidewire was prepared as per dfu, no force was used to overcome the resistance, continuous flush was maintained, and the patient's anatomy was very tortuous. Based on the condition of the returned guidewire, the guidewire appeared to be separated due to excessive torque and manipulation during use. Therefore, a cause of human factors issue was assigned to the guidewire distal end broken/fractured. It was reported that a snare was used to remove the broken part of the guidewire. The guidewire deformed was likely caused by use of the snare. Although the torque device was not returned, the observed scraping on the ptfe is consistent with damage from an insecurely tightened torque device. Per the device dfu, "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling/scraping, the cause of the guidewire ptfe peeling was determined to be use error.

Event description:
During the procedure, it was reported that the end of the guidewire was broke off in patient¿s head. Then the physician removed the broken guidewire from the patient with the snare. No clinical consequences reported to the patient.